Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, pocket infection was observed with symptoms of swelling, bruising, and tenderness at the pocket. Test results were positive for staph infection. There was no known allegation that the infection was related to the system or the implant procedure. Device and leads were explanted. Patient was stable post procedure.